Event description:
The customer reported that during use of this handpiece in oral surgery, it became hot. The user felt the heat in the body of the device, discontinued use, and completed the surgery with an alternate handpiece and bur guard. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for eval, and confirmed the reported problem of overheating. During testing, this unit overheated in the middle/lower end of the body related to binding of the rotor commutator. In addition, the cast stator sleeve was found with air blisters and peeling, and corrosion-like deposits were found inside the collet assembly. The last service date for this unit was 09/25/2008. The findings for this unit are consistent with heavy use/improper cleaning. The handpiece instruction manual provides the following information: prior to use/testing, ensure all attachments and accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise; excessive vibration; the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the pt or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The service interval for this handpiece and associated bur guards is every 6 months. The customer will be provided additional information on care and handling of this device.